Manufacturer narrative:
Concomitant products: 383069 lead implanted (B)(6) 2021; 457445 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-operative that the right ventricular (rv) lead had dislodged and the physician noted decreased r-waves and undersensing. The lead was reprogrammed. Three days later low r-waves and undersensing were noted. The lead was moved to a new position and remains in use. No patient complications have been reported as a result of this event.